Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The device was reprogrammed. The patient condition was unknown post-intervention.